Event description:
It was reported that during a scheduled generator change. The lead was visualized under fluoroscopy and it looked like the lead was curled in the lower part of the pocket. The lead was tested and exhibited loss of sensing. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of loss of sensing was not confirmed. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical and visual examination were normal with no anomalies.